Event description:
Event description cpi received this ventak p implantable cardioverter defibrillator (ICD) as a standard return for testing; the ICD was removed for normal battery depletion. There was no allegation received for this ICD. This report was created as a result of cpi's testing. This aicd is on recall FDA# 462/464-2. The physician was notified 05/05/92.